Manufacturer narrative:
Result: damaged and inoperable footboard with exposed inner wires.

Event description:
It was reported by service report that the footboard was damaged, with the controls dislodged from the panel and exposing inner wiring, but no sharp edges present. It is unk if there was pt involvement or adverse consequences to report.